Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia [hyperglycaemia]. Pen was not releasing medication, pen was locked, flow test did not work [device failure]. Case description: this serious spontaneous case from brazil was reported by a consumer as "hyperglycemia " beginning on (B)(6) 2018, "pen was not releasing medication, pen was locked, flow test did not work" with an unspecified onset date, and concerned a (B)(6) years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date to (B)(6) 2019 due to "device therapy", novopen 4 (insulin delivery device) from unknown start date to (B)(6) 2019 due to "device therapy", insulatard hm (insulin human) from unknown start date for unknown indication (dose and frequency unknown). Patient's height, weight and body mass index was not reported. Medical history was not provided. From an unspecified date in (B)(6) 2018, the patient experienced hyperglycaemia and malaise. While evaluating the novopen, she found that the pen was not releasing medication and had a problem. It was reported that the pen was locked. The flow test was performed, but the pen did not work. On an unspecified date in (B)(6) 2019, the patient was hospitalized for 3 days and left the hospital on (B)(6) 2019. She felt better after this day. Around (B)(6) 2019, the patient discontinued novopen 4 and switched to basaglar on (B)(6) 2019. It was reported that the needle is not reused and the pen is not stored with the needle. The batch number of one of the novopen 4 and insulatard was requested. Action taken to insulatard hm was not reported. Action taken to novopen 4 was product discontinued. Action taken to novopen 4 was product discontinued. On (B)(6) 2019 the outcome for the event "hyperglycemia" was recovered. The outcome for the event "pen was not releasing medication, pen was locked, flow test did not work" was not reported. Upon the receipt of follow-up on (B)(6) 2019, this case was re-classified from non-serious to serious due to addition of serious event with seriousness criteria of "hospitalization". Reporter comment: patient relates the hyperglycemia to lack of insulin.

Event description:
Case description: investigation result: name: novopen 4, batch number: gugg627-2 the reported batch number is not valid. No conclusion can be made without the sample or a valid batch number. The product was not returned for examination. Name: novopen 4, batch number: hvgk718 ivisual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal name: insulatard no investigation was possible, because neither sample nor batch number was available. Since last submission, the case was updated with the following -investigation result updated. -manufacturer comment added -narrative was updated accordingly. Manufacturer comment: 22-mar-2019: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 640917. The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of insulatard. Continued: evaluation summary name: novopen 4, batch number: hvgk718 ivisual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. During examination/test of the product it has not been possible to detect any irregularities. The product was found to be normal.